Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence. Medical imaging was performed, and it was noted that there was a hole in the balloon, leading to fluid loss and causing the device to stop working; therefore, the patient underwent a surgical procedure to remove and replace all the components. No additional information was reported.